Event description:
Customer reported that the suture was used to close a midline incision in a running fashion. One week later, the pt was returned to the operating room to repair an abdominal dehiscence. It was reported that the suture was fragmented to a size of no more than 1/4 inch. Physician believes that the suture was 90% resorbed and this was the primary cause of the dehiscence.